Event description:
The hospital reported that the tip of the ultrasonic probe broke off and fell into the patient during the procedure. The piece was retrieved without complications. They reported that the generator, used with the hand piece, did not alarm or light up (as intended) to indicate the faulty condition.